Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform basic occlusion test, occlusion test and prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor error during rewind. No frozen display noted. The insulin pump was received with minor scratches on liquid crystal display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming motor error and she has attempted to resolve issues by changing the infusion set. Customer's blood glucose was 57 mg/dl, treated with milk, and raised to 72 mg/dl. Customer reported the insulin pump would freeze and shut off once the alarm occurred. The device was not exposed to an MRI. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer declined any other troubleshooting. No further information reported.